Event description:
It was reported the patient presented in clinic for follow-up. Upon interrogation, it was discovered the right ventricular lead exhibited an elevated capture threshold. X-ray confirmed the right ventricular lead had dislodged. The right ventricular lead was explanted and replaced. The patient was in stable condition before, during, and after the procedure.

Manufacturer narrative:
The reported events of dislodgement and elevated capture threshold were not confirmed. A complete lead was returned in one piece for analysis. Electrical, visual, and helix analysis was normal with no anomalies found.